Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened box and thee unopened samples of product code 8683, lot mlj987 were returned for analysis. During the visual inspection of three unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance breakage suture was found and the tested samples met the finished goods requirements. A manufacturing record review was performed for the finished device batch mlj987-8683g and no non-conformances were identified. Representative samples returned to support the investigation of 2 device issues captured in report 2210968-2019-80853. Analysis results have been included in the follow- up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an excision of lesion procedure on (B)(6) 2019. It was reported that the after tying off the suture the knots were just falling off. The case was completed with another suture. There were no patient consequences reported.